Manufacturer narrative:
These devices are used for treatment. No devices or photos were received; therefore the condition of the components is unknown. The device part and lot numbers are unknown; therefore the device history records could not be reviewed. Surgical notes were not provided. X-rays were not provided; it is unknown whether the devices were implanted with the correct fit and orientation as per the surgical technique. Compatibility of the devices and complaint history searches could not be reviewed for the devices are unknown. Therefore a definitive root cause for the complaint cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing postoperative pain and swelling.